Event description:
Customer reported device displayed fault condition during daily testing of device. Manufacturer duplicated the reported condition. Device was repaired and proper operation confirmed.